Event description:
Product analysis, which included electrical testing and thermal/mechanical stressing, found the device to function within normal product specifications. The reported anomaly was not reproduced during testing.

Event description:
Syncope & ventricular fibrillation (not sustained), head injury and hospitalization. Pacesetter 5386 dddr pacer implanted. Fifteen days later, autocapture. Turned on, threshold noted 3.88v, no evoked response test done. Five days later, syncope and vegm shows vt during autocapture test attached. Note for 5 days autocapture threshold log 4.5 volts with ER at 49.7mv sensitivity. Software allows autocapture without 1st doing ER test. Md may have bypassed ER test despite warning screen in software.